Event description:
Description of reported event: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that when she uses the purell hand sanitizer ends up getting a rash and breaks out the hands when used. Patient wanted customer service to know since unable to use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).